Manufacturer narrative:
Product ID 748910, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3487a-56 lot# v005367, implanted: 2006 (B)(6); product type lead product ID 7434a, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient stated that her ¿hip burst¿ and they removed ¿that thing¿ in her hip. Patient was alive with no injury. No action was required. No troubleshooting was performed. Patient symptoms were unknown. Additional information requested but had not been received as of the date of this report.